Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit failed with an e-1 error using 2 bulbs. It was further reported that the unit failed most likely due to a defective ballast. There was no patient involvement.